Manufacturer narrative:
Follow up #1 - device evaluation: the pump has been returned to animas and evaluated on 11/02/2015 with the following findings: one unexplained pump reboot event was observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test with no reboots duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.